Manufacturer narrative:
Evaluation results: (other) - the canopys large window a the zippers slider body is open.

Event description:
The reporter did not provide any specific product issue for the return of a posey bed model 8050. No patient injury reported. Inspection of the bed at posey shows the large windows zippers slider body is open.